Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a crack in the catheter and there was leakage. The leak was in the catheter shaft. This was an existing catheter which was pulled and replaced. The patient was involved with no injury. The patient is in stable condition.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one incomplete catheter mahurkar maxid catheter without sideholes, 19cm implant length, 36cm overall length. A visual inspection was performed and the catheter was found cut approximately 3 cm below the hub. Additionally, the blue adult adapter was cracked on the thread pitch area. Functional testing was also conducted and leaking from the blue adapter was found. The most probable root cause can be due to over tightening of the adapter. The instruction for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.